Event description:
It was reported an asymptomatic patient presented in clinic for a follow up when post-sensed t-wave over-sensing was observed. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.